Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the usb charging cable no longer charges the pump. Customer had fluctuating blood glucose (bg) levels (approximately 40-401 mg/dl). Customer ate food to stabilize their low bg and delivered a correction bolus to stabilize their high bg. It was indicated that the customer will continue to use the pump for insulin therapy.